Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported by that needle shield was off syringe in sealed bag of an unspecified bd syringe, compromising the sterility of the needle. The following information was provided by the initial reporter: caller reported wife of patient went to grab the packet of syringe and one syringe was missing the needle shield. Shield laying in the bag. She stuck herself.

Event description:
It was reported by that needle shield was off syringe in sealed bag of an unspecified bd syringe, compromising the sterility of the needle. The following information was provided by the initial reporter: caller reported wife of patient went to grab the packet of syringe and one syringe was missing the needle shield. Shield laying in the bag. She stuck herself.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.